Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ii us mr 3.00 x 8mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. Stent strut row 1 on the distal end of the stent was lifted and pulled in a distal direction. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that there were multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 8 synergy ii drug eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the most distal end of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.